Manufacturer narrative:
The reported event, sparks in base of saw, was duplicated. Through inspection, the service technician noted that there were sparks at the base of the saw, but added that the sparks are produced from the brushes working as expected. Through consultation with a subject matter expert, it was noted that the sparks in the base of the saw are from the brushes coming in contact with the motor and are expected. He added that the sparks are visible through venting holes by the motor at the bottom of the housing and would not come out of the device.

Event description:
It was reported that during a case conducted at the user facility the device was sparking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a case conducted at the user facility the device was sparking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.